Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that during a revision surgery when the shell was removed it was cross threaded onto the cup positioner. There were no complications or delays reported when the shell was removed.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. The cup positioner and the shell were returned as assembled for evaluation. As returned, tissue was found on the porous coating of the shell. The shell had scratches on the rim. The positioner was scratches and scuffings on the shaft. The threads were worn and were protruding from the shell. The shell was seized into the mating threads. The positioner cap was not returned. According to surgical technique, the cap should be placed at the end of cup positioner and engage the inserter into the shell and remove it. However, in this case the cap was not present and only the threads were inserted to remove the shell. The root cause is attributed to an off label use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.